Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: external flow sensor failed. Tf 431002 ,231009,232005 alarming. Summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag`s conclusion: rootcause: defective blower. Correction: replacement of the defective component.